Event description:
It was reported that a user experienced a severe hypoglycemic event after eating a large amount of dessert before bedtime, requiring assistance from a family member to treat with oral carbohydrates. Symptoms included confusion and impaired ability to self-treat due to low blood glucose. Outcomes included the need for assistance by another person, with no hospitalization. Investigation included troubleshooting and education with the customer. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was related to hypoglycemia with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.